Event description:
Describe event, problem, or product use error: inbound call from patient reported pen needles being defective - patient was unable to attach them onto the pen. These are the same kind of pen needles she received in the past, but this time unable to use. Pen needle 31g 5mm 3/16 uf lot # 5071014, epx 03/31/2030. Diagnosis for use: osteoporosis.